Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation flow: power tools/calibration. Visual inspection: the 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h168808-02) was returned and received at us cq. Upon visual inspection, no defects were identified with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 9.83 nm which was not within the specified torque range of the device of 10.2 nm - 11.8 nm per calibration specifications. Hence, the torque test failed low. Service and repair evaluation: during an evaluation at service and repair, it was found out that the torque limiting ratchet handle failed in calibration. The repair technician reported the device failed low. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, all of the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received failed low in torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h168808-02). There is no indication that a design or manufacturing issue has caused the complaint condition and the root cause is due to the end of service life. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:03.620.061. Synthes lot number: h168808-02. Supplier lot number: n/a. Release to warehouse date: dec 14, 2016. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the torque limiting ratchet handle failed in calibration. There was no patient involvement. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for complaint (B)(4).